Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound under the lifevest. Patient described the area as broken skin with bruising and red marks. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: open wound, medium severity, no medical intervention, unknown.